Event description:
On 6/16/1997 the account reported an erratic ck-mb result on for a pt, who later was reported to have expired. The account experienced a power blink while the pt's sample was running. The instrument did not stop running, generate an error code or have any results go to exceptions. A ck-mb result of 5.7 ng/ml was reported at 9:45/9:54 am and questioned by the physician. When the sample was retested, a result of 57 ng/ml was given at 11:40 am and a corrected report was generated. Serial samples were being run on the pt for cpk and ck-mb and the results are provided in section b6. The 15:00 sample was the final sample drawn from the pt, however the time of death is unknown. Further info has been requested from the account, but has not been received, to determined if there was a relationship between the reported erratic result and the pt's death.